Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular lead exhibited noise and failed to capture. No intervention was performed, and there were no patient consequences.

Event description:
Additional information received noted that the right ventricular lead loss of capture was reoccurring. There were no patient consequences.